Manufacturer narrative:
Device is currently unavailable.

Manufacturer narrative:
This report is filed april 9, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to pain with device use; the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6) 2013.